Event description:
It was reported that the patient heard a pump alarm 7 days after a pump refill. It was determined by the hcp that the reservoir volume was not updated at the refill appointment, and the pump reservoir volume was updated the next day. It was reported, the patient tried using their patient programmer and got the message ¿pa disabled¿. Two days later, the patient returned to their hcp to have the patient programmer communication enabled. It is not known if communication was successfully enabled. It was reported that the patient continued to experience pain symptoms during the course of this event. The device system was used to deliver fentanyl and baclofen. No further information was available at the time of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID neu_unknown_prog; product type programmer, physician. (B)(4).